Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw parts. Here we found unknown deposits and visible damage. Additionally we found a not laterally overlapping jaw. Furthermore we found a broken grey ceramic with a broken off area. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and these will result with jaws that do not overlap and ceramic breakages. There is the possibility of torsion or high leverage with the instrument. According to the quality standard, a production error or material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the ceramic fragment was found inside the patient after a CT image was performed.